Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained for flu a. There was no report of confirmatory testing. Results were not reported and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer keeps having false positives for flu a, even after the analyzer and reagent kits were replaced. No erroneous results get reported.

Event description:
It was reported that while testing with bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained for flu a. There was no report of confirmatory testing. Results were not reported and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer keeps having false positives for flu a, even after the analyzer and reagent kits were replaced. No erroneous results get reported.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1197693. D4: medical device expiration date: 2022-10-19. H4: device manufacture date:2021-07-16. H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1197693. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. H3 other text : see h10.